Manufacturer narrative:
(B)(4). The root cause of the reported problem was determined to be a manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a leak at the connection to the patient line of the automated peritoneal dialysis (apd) set w/cassette. The technical service representative (tsr) advised the home patient (hp) to start over with new supplies. There was no patient injury or adverse event associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for analysis and the evaluation is anticipated. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). During visual inspection it was noticed that the patient connector was sealed to the outside of the patient line tubing. Leak testing indicated that there was a leak at the void in the seal of the tubing. During clear passage test and clamp function testing, no issues were noted. The reported condition was confirmed. Should additional relevant information become available, a supplemental report will be submitted.